Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 2nd complaint for lot # 9140777 for this type of defect or symptom. Previous complaint (B)(4). There was no documentation for this type of defect during the entire production run of this batch. Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that the label was missing on the barrel with a bd syringe¿ 5ml saline fill. This occurred with 3 syringes prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: the second affiliated hospital of harbin medical university had a flush complaint in the second ward of pediatric medical department on the morning of december 30th. The flush¿s batch number was 9140777. The process of complaints was as follows: when the nurse was doing flushing catheter in the morning, she found that there was no label on th barrel when opening the flush's package. During routine nursing in the morning, she found 3 cases of flush.